Manufacturer narrative:
Concomitant medical products: fr99525 tissue valve, implant date (B)(6) 1999; 305u21 tissue valve, implant date (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "events are not labeled correctly as supra ventricular tachycardia (svt)". It was also reported that atrial pacing (ap) events are inappropriate. It was noted that atrial intrinsic events are likely falling in nonprogrammable blanking. Ap events are due to sensor driven rate / atrial events in blanking. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.